Event description:
It was reported that a patient underwent a laparoscopic sleeve gastrectomy procedure on (B)(6) 2021. And a fibrin sealant preparation device was used. The luer connectors would not disconnect from the open tip for the tech to connect the laparoscopic tip. After attempting to remove the lure connectors broke off outside of the patient. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? How many times have they applied the laparoscopic tip? Was a sales representative present during the case when the issue was experienced? Were there any unexpected outcomes or complications as a result of the event? Are there pictures of the damaged device available? Investigation summary ==> an investigation related to the tips of the affected batch was performed. The investigation was focused on reviewing the results of the batch records for the batch of tips used, this includes the review of the entire manufacturing process and all the related tests performed. Conclusions indicated that all the components parts, including the luer lock utilized for the involved batch met the established specifications and no issue or non-conformance were found which could be related to the mentioned notification. In conclusion, based on the investigation conducted it can be concluded that the reported incident is not related with the quality of the product neither with the components used. Considering the information provided the most probable cause may be related with an improper assembly of the laparoscopic tip connection. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2558658 mfg date: december 1, 2019 - december 7, 2019, exp date: december 1, 2022 batch 2563597 mfg date: december 7, 2019 - december 20, 2019, exp date: december 7, 2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.